Event description:
It was reported that during a davinci si hysterectomy procedure, a bowel laceration occurred; the laceration was repaired.

Manufacturer narrative:
On (B)(6) 2012, (B)(6), the robotics coordinator at (B)(6) medical center. He indicated that a 'little nick/cut' was made on the patient's bowel towards the end of the procedure. The affected area was repaired with a stitch suture. The patient didn't suffer any other injuries related with this incident. He indicated that he did not recall receiving any system error codes during the procedure. The patient was positioned in the dorsal lithotomy position. An intuitive surgical field service engineer (fse) had been contacted to visit the account to inspect the davinci system. A follow-up MDR will be submitted if a device is returned (post engineering evaluation) or if additional information is received. As of the date of this report, the customer has continued using the davinci si robot system with no issues.